Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeps.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. A test pad-pak was installed and the device failed to power on. The device green status led was observed to be constantly lit along with a flashing red status led and failure chirp. This would confirm the reported fault. The device was disassembled for investigation. Extensive corrosion was observed on the printed circuit board and on each of the screws. Due to the extensive damage caused by corrosion no further investigation could be carried out. Investigation found the reported fault can be attributed to extensive corrosion throughout the printed circuit board. This resulted in the device history and memory logs being unable to be downloaded and the device failing to power on.